Manufacturer narrative:
The reported inability to loosen atrial set screw was confirmed in the laboratory. Visual inspection identified calcified blood material inside the atria lscrew hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw. With the blood removed from the setscrew inset a wrench could be fully inserted into the setscrew inset and engage it and untighten the setscrew. The blood most likely came through a hole punched through the septum by the torque wrench in the field.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure for eri. It was noted that the set screw on atrial lead was unable to be loosened with hex wrench. The physician proceeded to try and remove silicone around set screw using needle, scalpel, and pickups. Attempted to use a non-torquing l wrench but still was unable to get it to back the screw out. Physician proceeded to grab the proximal portion of the lead next to the port hole and manually turned the lead in a counter clockwise rotation while gently pulling on the lead. While doing this the lead began to separate. The lead was cut and capped, and a new replacement atrial lead was inserted. The device was explanted. Patient was stable before, during and after the procedure.